Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a pre-discharge check, the rv lead was found to be dislodged. The r-waves had dropped one day after implant. The patient was taken back to surgery, and the dislodged lead was repositioned. After the repositioning, sensing, capture, and impedance were all within normal limits. The patient was asymptomatic prior, during and after the case; they went to the recovery room in stable condition.